Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The impella device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. Clinical details states that the patient was given albumin and their condition improved thereafter. The patient was also reported to have had calcification. The cause of the bleeding issue most likely was patient condition related.

Event description:
The user facility reported a 68-year-old male was going to have an escalation of therapy from va ECMO and impella cp to an impella 5.5 device. During support, the patient was hemodynamically unstable and bleeding at the impella site. Hematoma noted at site as well. 250 of albumin given and patient is doing better. The team is managing the site.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿